Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot. The receiver data log was attempted to download but could not be retrieved. The receiver functional testing was attempted but could not be performed. The receiver case was opened for further evaluation and inspection. During troubleshooting a defective u6 chip was observed. The reported event that the receiver ceased to function was confirmed during interior inspection. The root cause was determined to be a defective u6 component of the main pcba.